Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 1 mg/day) via an implanted pump. It was reported that the patient underwent a routine pump replacement procedure and upon recovery his pain was increased similar to when he did not have intrathecal therapy at all. He had no other withdrawal effects. Numerous questions were asked, and no external or environmental factors were identified as causing or contributing to the issue. Surgical investigation was performed on (B)(6) 2020. The investigation included a physical examination of the pump, a rotor study, a dye study, aspiration of csf (cerebrospinal fluid) through the cap (catheter access port), and actual versus calculated reservoir volume comparison. It was noted that in every regard the system was found to be functioning as designed. Nothing was found out of order and nothing was removed or replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.